Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-08699. It was reported that rotawire fracture and vessel perforation occurred. The target lesion was located in the right coronary artery. A 1.25mm rotalink plus and a 330cm rotawire and wireclip torquer were used to treat and advance to the lesion. During the procedure, it was noted that the burr went out of the rca and perforated the rca. It was also noted that the wire was severed and the tip of the wire remained in the rca. Then the patient experienced st elevations. Patient went to or for repair of the rca and removal of the wire. No further patient complications reported.